Event description:
It was reported that this right atrial (ra) lead was dislodged and was explanted and replaced later that same day. According to the field representative, the dislodgement was identified through x-ray. No additional adverse patient effects were reported.